Manufacturer narrative:
Correction information. B4: date of this report. D4:unique identifier (UDI) . G6: follow up #1. H2:if follow-up, what type?. H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information h4:device manufacture date. Evaluation summary the actual product was inspected, but the reported defects could not be confirmed. A DHR investigation confirmed that the product met specifications at the time of shipment. Therefore, it was determined that it was a normal product. [Possible causes of power failure due to the condition of the product] 1. The control function may have acted on the side of the high-frequency surgical device (vio3), which was also used at the facility, because the current tried to flow more than the set value when energized. 2. It is possible that the contact area between the electrode and the tissue was reduced because the cup part was not in complete contact with the hemostasis part, and the output required for hemostasis was also reduced. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured yoshikawa kasei on 13-jan-2023 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 13-jan-2023. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
This device is not distributed in us so that 510k is blank. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Used for hemostasis in cases of gastrointestinal bleeding. No energization was observed during the first energization, and cauterization was not possible. High frequency settings soft coag bipolar e3 a new product was opened and the procedure was continued. There was no report of patient harm. This event occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.